Event description:
The customer reported the device displayed the cycle power message / instruction and the error code 00008 (unwanted charge). There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed the cycler power message / instruction and the error code 00008 (unwanted charge). There was no report of pt involvement or adverse pt impact. The local phillips representative confirmed this malfunction and resolved the malfunction by replacing the power pca.